Manufacturer narrative:
Investigation completed 08/18/2017. Device history record reviewed for product ID a3059 work order (B)(4), serial # (B)(4) manufactured on 03/12/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back from 08/03/2015 to 08/03/2017 for this reported failure using the key words "torque knob broke " for product ID a3059 shows that no additional complaints were received. No new design or manufacturing trends have been identified. Service department discovered broken screw stud inside the threaded hole. Screw extractor was used to remove the broken stud. Screw threads were cleaned up with a tap. All ok after repair. The broke torque knob was confirmed. The cause is attributed to accidental cross threading by the customer during use.

Event description:
It was reported that during a training session, (date unknown) an inexperienced night staff was assisting the doctor by connecting the skull clamp to the osi/mizuho mayfield adapter to the jackson spine table. The torque knob was forced into the skull clamp at an angle, thereby cross-threading it. The mayfield skull clamp pool torque broke. This immobilized the device in a non-tight position. The adapter from the table was removed from the table with the skull clamp attached, then the female patient was unpinned. No harm was done to the patient, just an inconvenience for the surgeon and the staff. The beds were switched and an older mayfield clamp was used. The product problem lead to a delay in surgery of 1 hour.

Manufacturer narrative:
Investigation completed 08/18/2017. Device history record reviewed for product ID a3059 work order (B)(4), serial # (B)(4) manufactured on 03/12/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back from 08/03/2015 to 08/03/2017 for this reported failure using the key words "torque knob broke " for product ID a3059 shows that no additional complaints were received. No new design or manufacturing trends have been identified. Service department discovered broken screw stud inside the threaded hole. Screw extractor was used to remove the broken stud. Screw threads were cleaned up with a tap. All ok after repair. The broke torque knob was confirmed. The cause is attributed to accidental cross threading by the customer during use.